Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, inferior vena cava (ivc) perforation, filter migration, tilting of the filter, and embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the filter was indicated for bilateral pulmonary emboli (pe) and deep vein thrombosis (dvt). An optease inferior vena cava filter was initially deployed below the renal veins; however, the filter moved downwards during placement. The filter was therefore successfully retrieved, and another (new) optease filter was then deployed below the renal veins without any difficulty. The patient tolerated the procedure well.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter moved downwards during placement. The indication for the filter placement was bilateral pulmonary emboli (pe) and deep vein thrombosis (dvt). An optease inferior vena cava filter was initially deployed below the renal veins; however, the filter moved downwards during placement. The filter was therefore successfully retrieved, and another (new) optease filter was then deployed below the renal veins without any difficulty. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Review of the information provided and the timing of the migration, immediately upon implant, suggests that procedural factors and or vessel characteristics may have contributed to the reported event. The size of the ivc was not reported and the lot and catalogue number of the ivc filter are unknown. Additionally, no deployment difficulties were reported. The IFU notes incorrect positioning as a possible placement procedure complication. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
It was reported that a patient underwent placement of an optease vena cava filter. Additional information was provided, and per the implant records, the filter was indicated for bilateral pulmonary emboli (pe) and deep vein thrombosis (dvt). An optease inferior vena cava filter was initially deployed below the renal veins; however, the filter moved downwards during placement (B)(4) the filter was therefore successfully retrieved without any other reported complications, and another (new) optease filter (B)(4) was then deployed below the renal veins without any difficulty. The patient tolerated the procedure well.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation, filter migration, tilting of the filter, and embedment. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without procedural films for review, the reported filter tilt, migration and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. With the very limited information and no imaging available for review it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, inferior vena cava (ivc) perforation, filter migration, tilting of the filter, and embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.